Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, the customer experienced an elevated blood glucose (bg) level of approximately 600 mg/dl. A correction bolus was delivered to address bg. Customer continued using pump for insulin therapy.